Event description:
Failure code 810:04. The facility's rep stated that no pt injury was reported on this pump since the last baxter service event. Details were not available regarding pt status, medical intervention, pt injury, age of pt, or medication involved. It is not known if the failure occurred while infusing on a pt.